Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited pacing inhibition due to myopotential oversensing. Programming changes were recommended but not yet implemented. There were no patient consequences.